Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin was not administered correctly. Caller reported being hospitalized with ketoacidosis; treatment received was not provided. Alleged device was not requested for return.